Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a perforation and pericardial effusion. It was reported that a farawave, faradrive steerable sheath and a versacross connect access solution for faradrive were selected for use during a concomitant procedure: atrial fibrillation (a fib) and watchman. Transseptal access was obtained with no malfunctions reported. Ablation was taking place for about 1-2 hours when the patient complication was observed. An effusion was noticed on ice that was not there previously. Then, it was performed a pericardiocentesis and prepared an operation room to do a cardiac exploration and sternotomy. The patient did not stop bleeding prior to cardiac exploration. Once the patient was moved from the ep lab to the or. A report from the cardiac exploration indicate that issue was caused by an injury to the left atrium appendage (laa). In the physician's opinion, the watchman could have contributed to the patient complication. While onset during procedure, no significant drop in blood pressure though so it wasn't noticed until procedure was done, and we were trying to exit the body. After a sternotomy, it was discovered that the injury/perforation was in the left atrium appendage. The perforation was located at the laa. The patient was hospitalized and they were expected to fully recover. The farawave catheter is expected to be returned. The versacross device is not expected to be returned for analysis.

Manufacturer narrative:
The device has returned for analysis. Upon receipt at our post market quality assurance laboratory, overall visual inspection did not identify failures or evidence that could be lost due to decontamination process and no outer abnormalities were observed. During functional testing, a guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. The device passed all test performed, showing no evidence of the reported failure. It was not possible to confirm the reported allegation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced a perforation and pericardial effusion it was reported that a farawave, faradrive steerable sheath and a versacross connect access solution for faradrive were selected for use during a concomitant procedure - atrial fibrillation (a fib) and watchman. Transseptal access was obtained with no malfunctions reported. Ablation was taking place for about 1-2 hours when the patient complication was observed. An effusion was noticed on ice that was not there previously. Then, it was performed a pericardiocentesis and prepared an operation room room to do a cardiac exploration and sternotomy. The patient did not stop bleeding prior to cardiac exploration. Once the patient was moved from the ep lab to the or. A report from the cardiac exploration indicate that issue was caused by an injury to the left atrium appendage (laa). In the physician's opinion, the watchman could have contributed to the patient complication. While onset during procedure, no significant drop in blood pressure though so it wasn't noticed until procedure was done, and we were trying to exit the body. After a sternotomy, it was discovered that the injury/perforation was in the left atrium appendage. The perforation was located at the laa. The patient was hospitalized and they were expected to fully recover. The farawave catheter is expected to be returned. The versacross device is not expected to be returned for analysis. It was further reported that patient health status unavailable per customer/account. On physician opinion, the versacross used did not contribute to the event. No known if versacross device were inside the patient after the tsp. Versacross has been already returned. During transseptal access, there were issues with the ra pacemaker lead. Heparin certainly given, not sure when or how much. Act level was therapeutic. Patient had effusion, not clot.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced a perforation and pericardial effusion it was reported that a farawave, faradrive steerable sheath and a versacross connect access solution for faradrive were selected for use during a concomitant procedure - atrial fibrillation (a fib) and watchman. Transseptal access was obtained with no malfunctions reported. Ablation was taking place for about 1-2 hours when the patient complication was observed. An effusion was noticed on ice that was not there previously. Then, it was performed a pericardiocentesis and prepared an operation room room to do a cardiac exploration and sternotomy. The patient did not stop bleeding prior to cardiac exploration. Once the patient was moved from the ep lab to the or. A report from the cardiac exploration indicate that issue was caused by an injury to the left atrium appendage (laa). In the physician's opinion, the watchman could have contributed to the patient complication. While onset during procedure, no significant drop in blood pressure though so it wasn't noticed until procedure was done, and we were trying to exit the body. After a sternotomy, it was discovered that the injury/perforation was in the left atrium appendage. The perforation was located at the laa. The patient was hospitalized and they were expected to fully recover. The farawave catheter is expected to be returned. The versacross device is not expected to be returned for analysis. It was further reported that patient health status unavailable per customer/account. On physician opinion, the versacross used did not contribute to the event. No known if versacross device were inside the patient after the tsp. Versacross has been already returned. During transseptal access, there were issues with the ra pacemaker lead. Heparin certainly given, not sure when or how much. Act level was therapeutic. Patient had effusion, not clot.